Event description:
This report is against user facility medwacth# (B)(4). The only information contained in this report is correction or additional information. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
(B)(4): a review of the device history records was completed: the manufacturing review shows that a non-conformance report was generated during production. A rework was performed on 6 pieces. After rework a 100% functional check guaranteed the functionality of all plates. This non-conformance is not relevant to the complaint condition, because it regards to a laser etching issue. No issues were found that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the date of explant is (B)(6) 2015. After the original implant, the patient presented with pain; an x-ray (on an unknown date) showed broken plate; a nonunion was identified. The plate was broken into two pieces, both of which were retrieved; there was no surgical delay or medical intervention.

Manufacturer narrative:
Product investigation summary: one 4.5mm curved broad lcp plate with 13 holes (part 226.632, lot 8865258) was received with the following complaint: ¿a female patient with a history of alcohol abuse suffered a fractured femur as a result of a fall. She underwent an open reduction internal fixation and was implanted with a 13-hole plate and multiple screws. Date of explant is (B)(6) 2015; after her original implant, the patient presented with pain; xray showed broken plate; a nonunion was identified; plate was broken into two pieces, both of which were retrieved.¿ upon receipt of this plate, it was seen that the plate is broken at the center hole (7th hole from either end of the plate). This complaint is confirmed. Given the wear pattern on the plate, (two) 2 screws were inserted on one-half of the plate, and 4 screws were inserted on the other half. A screw was not in the hole where the fracture occurred. It is unknown which screws were used with this plate, or where the fracture was situated in reference to the screw placement. The cause of this plate breaking is undetermined as the variables surrounding this implant are not all known, such as patient compliance, patient bone quality, fracture pattern, and if any external factors such as a fall, or impact occurred; however, the most probable root cause is the plate failing under fatigue due to insufficient bone healing. The drawing for this implant was reviewed and the design, material and finishing processes were found to be adequate for the intended use of this plate. This complaint is confirmed, however the design of this device did not contribute to this complaint. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.